Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "Biomed reported this problem, he was told that this unit screen went blank on a pt, he also claims that this pt fell of the bed and he was injured, brain damaged, biomed is not sure what caused the damage to the pt, he asked for the report of the incident, he will provide that info to us as soon as he can."

Manufacturer narrative:
Carefusion has made several requests via email, letter, and phone to the user facility concerning the reported event and the status of the pt. As of the date of this report, there has been no response from the user facility. Once the user facility provides us with add'l info a follow-up medwatch report will be submitted.